Manufacturer narrative:
Evaluation of the specific device reported by the complainant was not possible, as the device has not been returned. Review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation can be performed at this time. In the event samples are returned for evaluation the complaint will be reopened for additional investigation.

Event description:
The surgeon was drilling femoral tunnel, and reamer tip broke off. The tip was removed with a grasper. Additional information received on 04 apr 2014 indicates that the tip broke on the reamer (approx. 3-5mm). The surgeon was confident all pieces were removed from the patient, and the surgeon was able to compete the procedure using a competitive product. No other damage was noted.